Manufacturer narrative:
Citation: ghazal et al. Transcatheter valve-in-valve and "unicorn" leaflet laceration resulting in late left main occlusion. Jacc ca rdiovasc interv. 2025 jun 23;18(12):1595-1598. Doi: 10.1016/j.jcin.2025.03.022. Epub 2025 may 8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 88-year-old female patient who seven years earlier was implanted with a medtronic 26-mm evolut pro bioprosthetic valve. More recently an echocardiography revealed severe prosthetic stenosis with mean gradients of 26 mmhg and peak gradients of 58 mmhg. Multidetector computed tomography showed commissural alignment of the evolut frame and a short sinotubular junction raising concern for coronary artery obstruction. Subsequently, the patient underwent a procedure with intentional laceration of an evolut valve leaflet in efforts to prevent coronary sinus sequestration followed by successful valve-in-valve implant of a non-medtronic valve inside the evolut valve. Following the valve-in-valve implantation an angiography confirmed left main coronary artery patency. However, the patient later developed chest pain and hypotension. An angiography revealed misalignment of the non-medtronic valve contributing to left main coronary artery occlusion. Subsequently, the patient underwent an additional intervent ion with placement of multiple stents overlapping to provide good radial support. Final angiography confirmed restored left main artery patency and satisfactory valve function. The post-procedure recovery was uneventful and the patient was discharged home. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Corrected section b3 as the event date was inadvertently omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.